Event description:
Reportedly, the instrument cut the tissue but did not form the staples properly. This caused a blood loss. The surgeon was able to recover a piece of the tissue under the resection. The surgeon used another instrument. Procedure: resection.